Event description:
It was reported that medfusion 3500-500 pump the flipper is rubbing really hard and the barrel sensor is compromised and the roll pin and gears may be warped. No patient injury reported

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had a cracked bottom case on right corner, a cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found push block and plunger gear cam installed upside down so they were reinstalled correctly. The cause of the reported problem was traced to the customer incorrect assembly of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.